Event description:
Additional information indicates x-ray imaging revealed the lead fractured. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Correction: a4 - patient weight should have been 190 pounds instead of 240 pounds. Correction: b5 - additional information indicates x-ray imaging revealed the lead fractured. Correction: e1 - initial reporter updated.

Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000091501.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedances.